Event description:
A customer reported unexpected negative reactions with capture-r ready ID (crrid) when testing a patient sample on the echo instrument. Patient sample has an anti-c and anti-e as identified by manual tube liss method with 2+to 3+ reactions.

Manufacturer narrative:
Reviewed the retrieved information: crrid extend 1 panel (B)(4) exp 25aug2011 performed on (B)(6) 2011 on (B)(4), cells 1-7 on dp049 are c and e positive all cells negative, positive and negative control as expected. Well images appear negative. Batch 7193 capture-r-ready screen 3 (crrs3) r166, crric 221705 exp 08sep2011 performed on (B)(6) 2011 on echo instrument (B)(4) resulted as negative. Screening cell 1 (c and e pos) screening cell 2 (c and e neg) and screening cell 3 (e pos), positive control as expected. Well images appear negative. Batch 8703 (B)(4) exp 08sep2011 performed on (B)(6) 2011 on echo instrument (B)(4) resulted as negative. Screening cell 1 (c and e pos) screening cell 2 (c and e neg) and screening cell 3 (e pos), positive control as expected. Well images appear negative. Batch 8704 (B)(4) exp 08sep2011 performed on (B)(6) 2011 on echo (B)(4) resulted as negative. Cells 1-7 (c and e pos) resulted as negative. Cells 8-14 resulted as negative positive and negative control as expected. Well images appear negative.